Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.5/+1.5/090 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a lens two sizes shorter in length due to excessive vault. This resolved the problem. The reporter did not give a cause for the event.

Manufacturer narrative:
(B)(4).